Event description:
Hole found in tubing downstream of the pump. Large amount of air in tubing. Dopamine was infusing and the air in the tubing affected the patient's blood pressure. No medical intervention was required. Patient was post-liver transplant. There was no adverse outcome to the patient.